Event description:
Overdelivery noted during routine biomedical engineering preventative maintenance testing. The device consistently delivered 21.2ml with an expected delivery amount of 20.0ml. Device spec requires accuracy of +/-5%.

Manufacturer narrative:
Initially the device was tested in the field by a field service representative and confirmed overdelivery by +6.0% (product specification is +/- 4.0%). However, upon return, the same device was re-tested by testing and investigation personnel who were unable to verify overdelivery. The pump delivered well within product spec during short and long term testing. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum products is approximately 0.14/million sets.